Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinsonian tremor and movement disorders. It was reported that patient just had a normal battery replacement , and today is the first day of charging since replacement. Caller reported that they were able to communicate with the patient's device and reported only seeing white coupling bars, no black bars. Caller was asked to position antenna over ins, line up belt under incision, drop 1/2 -1 inch , and do not place over bulky clothing. It was reported that caller had tried multiple different positions, and that the ins site did not appear to be swollen. It was reported that there was no dressing on the ins pocket site. It was noted that patient would communicate with other external devices like the patient and clinician programmer. No patient symptoms were reported. Patient was redirected to the health care professional (hcp). No further patient complications were reported/ anticipated as a result of this event.